Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 185 mg/dl. The customer's expected fasting blood glucose test result range is 109 - 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 239 mg/dl and 238 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/20/2019 and open vial date is 04/30/2019. The meter memory was reviewed for previous test result history: result 1 : 165mg/dl, date: on (B)(6) 2019, time: 9:03am fasting, result 2 : 185mg/dl, date: on (B)(6) 2019, time: 9:52am fasting, result 3 : 171mg/dl, date: on (B)(6) 2019, time: 9:05am fasting, result 4 : 156mg/dl, date: on (B)(6) 2019, time: 10:34am fasting, result 5 : 152mg/dl, date: on (B)(6) 2019, time: 9:34am fasting.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 185 mg/dl. The customer's expected fasting blood glucose test result range is 109 - 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 239 mg/dl and 238 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/20/2019 and open vial date is 04/30/2019. The meter memory was reviewed for previous test result history: (B)(6).